Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having long treatments durations. The patient discontinued treatment during drain 0 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4814 ml during drain 0 of the treatment. This drain volume is 210% the patient's prescribed fill volume of 2297 ml. As a result of the iipv event, the technical support representative advised the peritoneal dialysis registered nurse (pdrn) to discontinue use of the patient¿s cycler. Upon follow up with the pdrn, it was confirmed that the patient did experience chest pain and shortness of breath as a result of the reported event. The pdrn stated that the symptoms resolved after the patient drained out 4814 ml. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn stated that the patient has started with hemodialysis therapy without issue and without reoccurrence of the reported event. The cycler was reported to be scheduled to be returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having long treatments durations. The patient discontinued treatment during drain 0 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4814 ml during drain 0 of the treatment. This drain volume is 210% the patient's prescribed fill volume of 2297 ml. As a result of the iipv event, the technical support representative advised the peritoneal dialysis registered nurse (pdrn) to discontinue use of the patient¿s cycler. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn stated that the symptoms resolved after the patient drained out 4814 ml. The pdrn stated that the patient has started with hemodialysis therapy without issue and without reoccurrence of the reported event. The cycler was reported to be scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. There were visual indications of dried fluid found on the bottom cover next to the recess underneath the pump assembly during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having long treatments durations. The patient discontinued treatment during drain 0 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4814 ml during drain 0 of the treatment. This drain volume is 210% the patient's prescribed fill volume of 2297 ml. As a result of the iipv event, the technical support representative advised the peritoneal dialysis registered nurse (pdrn) to discontinue use of the patient¿s cycler. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn stated that the symptoms resolved after the patient drained out 4814 ml. The pdrn stated that the patient has started with hemodialysis therapy without issue and without reoccurrence of the reported event. The cycler was reported to be scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having long treatments durations. The patient discontinued treatment during drain 0 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4814 ml during drain 0 of the treatment. This drain volume is 210% the patient's prescribed fill volume of 2297 ml. As a result of the iipv event, the technical support representative advised the peritoneal dialysis registered nurse (pdrn) to discontinue use of the patient¿s cycler. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn stated that the symptoms resolved after the patient drained out 4814 ml. The pdrn stated that the patient has started with hemodialysis therapy without issue and without reoccurrence of the reported event. The cycler was reported to be scheduled to be returned to the manufacturer for physical evaluation.